Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she has been experiencing bent cannulas, and was hospitalized recently due to this issue. The customer called only for assistance inserting an infusion set using the insertion device, and did not want to provide further information regarding the hospitalization.